Manufacturer narrative:
Evaluation summary: event: it was reported, "while surgeon was seating the screw into the shell, the universal screwdriver tip broke off. One half turn away from being fully seated, it broke off flush with the screw. Dr couldn't get screw in or out, so liner wouldn't seat. Had to bur the screw down." Device identification: the device is identified as universal driver, cat 2107-1015, lot fyh532. Visual inspection: there is general wear about the driver. The driver tip twisted in a clockwise direction prior to fracture. Dimensional inspection: dimensional inspection could not be performed, as it was not deemed necessary for this investigation. Functional test: functional testing could not be performed, as the device was returned in a non-functional condition. Material analysis: the rockwell hardness is within blueprint specification. Therefore, the device has undergone the proper treatment and will exhibit the proper material characteristics. Device history review: a device history review regarding the universal screwdriver, cat 2107-1015, lot fyh532 indicates no incidents. A review of the product experience reporting database and complaint files shows that there have been similar incidents involving fracture of the universal driver and this lot. Patient risk: not a biocompatible material. Given the fractured tip was enclosed within the screw head and further trapped by an insert, a medical consultant stated the health risk to the patient would have been minimal to none. Two scenarios exist should revision be necessary. If loosening of the shell occurs, the screw will be loose within pelvic bone and can be removed with little effort. If the shell is fixed, a high speed cement removal tool could be used to assist in the removal of the screws. Stryker orthopaedics' cancellous bone screws and plugs are composed of titanium. There will be no reaction between the two metals. Therefore, there would be no additional risk to the patient or the implant. Root cause: root cause analysis identified two root causes. They are as follows: there is additional clearance between the driver tip and the screw, which allows the driver to be torqued at an angle. The minimal clearance between the driver and the screw occurs at the tips of the driver fins, which is the area of least material. When torqued at an angle, all stress is applied on the driver fins, which may strip prior to fracture. Corrective action: CAPA was initiated to product development to determine the root cause and effective corrective action. Actions were implemented july 2005 to reduce the likelihood of this event. The driver was manufactured before the changes were implemented. The driver tip twisted in a clockwise direction prior to fracture. Should the driver tip be trapped between the screw and liner, there would be minimal to no risk to patient. In order to reduce the incidents of stripping/fracture of the t-20 screwdrivers, CAPA has been implemented. The length and width of the driver fins have been increased to withstand higher stresses. This area has more material and is less likely to cause deformation to the driver or screw.

Event description:
It was reported "while surgeon was seating the screw into the shell, the universale screwdriver tip broke off 1/2 turn away from being fully seated, it broke off flush with the screw. Dr couldn't get screw in or out, so liner wouldn't seat. Had to bur the screw down."